Event description:
On 6/2/1998, pt contacted the manufacturer's rep and informed MFR of following: pt stated that on 5/20/1998, while home health nurse was administering pt's meds, pt experienced pain, swelling and a stinging sensation at site of device. Device was explanted on 5/28/1998, due to 6 or 7" segment of catheter breaking off and lodging in pt's pulmonary artery. Upon explant of device, pt developed infection. Explanted device was sent to facility's pathology lab for cultures in effort to determine cause of infection. At that time, facility was in possession of device. Pt was then sent to facility. For removal of catheter segment that lodged in pt's pulumonary artery. Catheter segment was explanted via pt's groin area. Pt went on to state that during implant procedure, physician had difficulty inserting catheter. Catheter route was right subclavian vien. Pt experienced pain and arterial fibrillation. At that time, it was uncertain what might happen to device/catheter segment. On 6/2/1998, MFR 's rep contacted facility that explanted device in effort to obtain device for analysis and/or additional info. Facility's lab supervisor informed MFR.'s rep of following: facility would not release device unless it was requested by pt, then it would be released to pt only. Lab supervisor stated that lab supervisor would contact pt service rep to seek additional info pertaining to the release of the device. No further details were provided at this time.